Event description:
A report was received that the patient underwent a pocket revision. The patient's ipg was located at an uncomfortable location. The ipg was moved up three inches and two lead extensions were implanted. The patient was reportedly doing well after procedure.